Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("extremity of both inserts was seen on repeat x-ray after removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage ("extremity of both inserts was seen on repeat x-ray after removal") and complication of device removal ("extremity of both inserts was seen on repeat x-ray after removal"). The patient was treated with surgery. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20_dec_2017 for the following meddra preferred terms: 1. Medical device removal: the analysis in the (B)(6) database revealed 703 cases. 2. Device breakage: the analysis in the (B)(6) database revealed 2089 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.